Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported false air in line alarm, which was not reproduced due to a system error 105 at power up. A review of the history log shows numerous "air-in-line!" Alarms. During physical inspection, the device was found out of specification due to cracks in the upstream sensor tail pins, which are a known contributor to false air in line alarms the failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient injury.